Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a low blood glucose level. Customer's blood glucose level was 40 mg/dl. She experienced low blood glucose levels almost nightly. The meter was no longer transferring information to her insulin pump. Her health care provider told her to eat half a peanut butter sandwich before bed. The customer was sick and did not eat. She had bronchitis. Her healthcare provider gave her three swallows of lemonade. The insulin pump was exposed to x-rays and body scanner. The displacement test passed. The device was not returned.